Event description:
During evaluation of the device stryker observed the device unexpectedly reset and power cycled. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed the device unexpectedly reset and power cycled. It was confirmed that the device can not be repaired. The customer was advised to remove the device from service.